Event description:
274 days after a coronary artery drug eluting stenting procedure the patient experienced a hypersensitivity reaction. The lesion being treated was 2.6mm 95% stenosed distal right coronary artery (dis rca). The lesion was not predilated. The physician then palced a taxus express2 8.8% 2.75x12mm drug eluting stent in the dist rca. The patient was discharged in 2004 on plavix and aspirin. About 9 months later, the patient was assesed found to have experienced a rash. In the opinion of the physician it was felt to be a hypersensitivity reaction of an unknown cause. The patient was given prednisone and the treatment is ongoing.